Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the adhesion of foreign matter/water on the electrical contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was recommended to clean the contact of the scopes with alcohol and a lint free cloth. The subject device will not be returned to olympus for evaluation. Follow-up with the reporter found that the issue was resolved with troubleshooting and the device was functioning fine. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii xenon light source had scope communication errors b30 and e216. The errors occurred with three different scopes. There were no reports of patient harm associated with the event. This report is being submitted for the occurrence of scope error b30.